Manufacturer narrative:
Submit date: 08/14/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that at a clinic, when the nurse went to administer the vaccine gardasil, the content of the vaccine leaked from the blue section of the needle. On examination of the needle, the blue section of the needle was split. The nurse informed the patient who was present and saw what was happening and she informed the doctor on duty. The vaccine was re-administered to the patient per the doctor.

Manufacturer narrative:
The device history record (DHR) for lot 522441x indicates that there were zero defects found in 544 visual samples and zero defects found in 694 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued to this lot. A review of the entire DHR did not identify any manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or materials related to the reported condition for this product in the 12 months prior to the production date. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. The quality assurance data system was reviewed for ncrs related to the reported condition and identified zero non-conformances for the hub used in production of the lot. There was 1 sample (opened) submitted with this complaint. The needle was attached to a syringe that was not manufactured by the medtronic facility. The syringe appreared to be constructed of a more rigid material than the polypropylene needle. The needle was disengaged from the syringe and inspected for damage. The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The exact root cause could not be determined based on available information. The most likely root cause was due to over-torqueing the needle onto a more rigid syringe. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified potential root causes that were unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.